Manufacturer narrative:
E1: patient city: (B)(6). Patient country: romania.

Event description:
Reference number (B)(4). Event occurred in romania. It was reported that the patient experienced infusion set leakage at the site on (B)(6) 2026. The infusion set had been in use for a few minutes. The patient replaced the infusion set. No further information is available.